Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms and damaged a monitor case) has been confirmed. Upon investigation the monitor failed to baseline. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that the patient was receiving frequent gong alarms and that the patient's monitor had a damaged monitor case.